Manufacturer narrative:
Concomitant products: devices reported to have been used with the complaint device included renegade by boston scientific, okay ii by kardia, and enpower dcb. (B)(4). Conclusion: the devices were not returned for analysis. A review of the manufacturing documentation associated with both lots presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The cashmere coil failure to detach and the presidio resheathing failure could not be confirmed without product return for analysis. The root cause of the events could not be determined. Procedural/handling factors may have contributed to events. Since there was no evidence to suggest the events were related to a manufacturing issue, no corrective actions will be taken at this time. This is an initial/final MDR report.

Event description:
As reported by a healthcare professional, during coil embolization of an aneurysm for endovascular aneurysm repair, the physician was unable to resheath a presidio 18 (pc418083030/c29296), and a cashmere (crc14051230/c35980) was unable to detach. The presidio was oversized for the aneurysm and the physician tried to collect it; however, the device failed to re-sheath. The device had been prepped and used as per the IFU. No additional information could be obtained regarding the resheathing failure. The physician was then unable to detach the cashmere coil after completion of coil implant. The physician attempted to pressed the detach button twice, but the coil was not detached. The coil was replaced with another coil and the procedure was successfully completed without further issues or delay. There was also no patient injuries or complications reported. The device had been prepped and used as per the IFU. No additional information could be obtained. It was reported that the devices would not be returned for analysis.